Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had battery replacement was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that few battery issues have occurred, and devices were shipped back to bd service depot for replacement. There was no patient involvement.